Event description:
This lead has an unknown implant information. A call was placed to technical services on (B)(6) 2016 stating that there was fidelis lead issue and was occluded. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).